Manufacturer narrative:
H3 and h6 - updated two devices were returned for investigation. Visual inspection with the unaided eye and under normal plant lighting revealed that one device had a red plastic cord tied to the left-hand eyelet when in situ and the other one had a clear plastic cord tied to the left-hand eyelet when in situ. It was determined that the devices me=et the manufacturing specifications. The reported complaint is not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient that has had a custom trach has a break/crack in the flextend portion of the tube. There was patient involvement, but no harm was done.